Manufacturer narrative:
Failure analysis (fa) lab received a vela front panel assembly. The vela front panel assembly was installed into a known good vela unit. Fluid ingress (liquid intrusion) was visible on the panel screen. The unit was powered on in service mode and the touch screen was unresponsive. The customer issue of the touch screen not responding was duplicated. This reported event considered a known issue addressed with an internal action. The vela front panel assembly was scrapped.

Manufacturer narrative:
(B)(4). The carefusion field service engineer replaced the front panel. Installed all parts in pm kit and replaced the o2 cell. Replaced the pressure regulator. Vent performs to manufactures specs. Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun.

Event description:
The customer reported that during testing the touch screen is not responding.